Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 60 cycle hz/noise was observed on stored atrial tachycardia/atrial fibrillation episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.